Manufacturer narrative:
B3: unknown. H3: one device was received for evaluation in used condition. There was no physical damage found during the visual inspection. During a review of the event history log a "high pressure" alarm was recorded several times. During the functional testing, it was found that there was an anomaly in the downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue. There was no issue with the audible feedback of the device at the time of this investigation. It is suspected that the translation of the initial report in japanese was indicating the sensing issue found with the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette not attached alarm did not emit sound. Per reporter, the event occurred during infusion at patient's home. No patient harm or adverse event was reported.